Manufacturer narrative:
Additional information was received on 9/17/2020, the device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Note: manufacturer contact phone number is (B)(4) manufacturer site phone (B)(4), manufacturer site fax is 31 6 52 58 31 26 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction surgery with a 275cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent removal and replacement with a 300cc mentor memorygel breast implant on (B)(6) 2020.